Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization which revealed two target lesions. Target lesion#1 was located in the proximal extending to distal left circumflex (lcx) artery with 95% stenosis, and was 25mm long with a reference diameter of 2.5mm. Target lesion#1 was treated with pre-dilatation and placement of 2.50x38mm promus element stent with 0% residual stenosis. Target lesion#2 was located in the proximal extending to mid left anterior descending (lad) artery with 90% stenosis, and was 35mm long with a reference vessel diameter of 2.75mm. Target lesion#2 was treated with pre-dilatation and placement of 2.75x38mm promus element stent. Following post dilatation, residual stenosis was 0%. Six days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with coronary heart disease and was hospitalized on the same day. A 100% stenosis in the proximal lcx was identified and percutaneous transluminal coronary angioplasty (ptca) was performed. Five days later, the event was considered to be resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient presented with an unstable angina and was diagnosed with coronary atherosclerotic heart disease. Following intervention, residual stenosis was 0%. Further, electrocardiography ECG was performed which was indicative of myocardial infarction.

Manufacturer narrative:
Corrected brand name from promus element long to promus element. Corrected upn from (B)(4) to (B)(4). Corrected catalog/model # from 39113-3825 to 39113-2825. (B)(4).

Event description:
It was further reported that the size of the study stent was 2.50x28mm and not 2.50x38mm as previously reported. In (B)(6) 2015, the patient was diagnosed with unstable angina. Following intervention, residual stenosis was 0%.